Event description:
At about 3 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon replaced medacta metaphysis, liner, and diaphysis with competitor components and medacta glenosphere with a medacta glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 5 january 2026. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2504349: (B)(4) items manufactured and released on 03-jul-2025. Expiration date: 11-jun-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0123 humeral reverse hc liner d 39/+3mm (k170452) lot 2503808: (B)(4) items manufactured and released on 30-apr-2025. Expiration date: 14-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0170 glenosphere - d 39x24.5 (k170452) lot 2344620: (B)(4) items manufactured and released on 14-feb-2024. Expiration date: 31-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0187 short humeral diaphysis - cementless - 14 (k180089) lot 2103583: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 22-apr-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.